Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 15mm x 2.75mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, the balloon snapped in half inside the guide catheter. Half of the balloon shaft was easily removed and the other half was removed along with the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and no harm to the patient.